Event description:
Kimberly-clark rec'd notice on 02/14/2000 alleging that on or about 12/25/1998, pt experienced flu-like symptoms, achiness, nausea, diarrhea, fever, abdominal pain, cramping, sore throat, stiff neck and lightheadedness. Pt was allegedly hospitalized on 12/27/1998 and diagnosed with toxic shock syndrome. Pt was allegedly using kotex regular absorbency menstrual tampons when pt became ill.